Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited intermittent under sensing. The device remained implanted.